Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested, however no information has been received to date: does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. Please provide photos, initial procedure date, procedure name. Incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was done to address the reaction ? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Was the site cultured? If so, what bacteria were identified? Were any patch or sensitivity tests performed? What is your physicians opinion of the contributing factors to the reaction? What is your current status? Attempts to obtain the additional information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown laparoscopic surgery on an unknown date and topical skin adhesive was used. The patient had five incisions sealed with topical skin adhesive. On (B)(6) 2019 the patient had a severe allergic reaction that needed emergency intervention. No device available for return. Additional information requested.